Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a guide wire was advanced, a 3.00 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, during introduction, the device would not load into the wire and the shaft broke outside the patient's body. A new stent was used and completed the procedure. No patient complications were reported.